Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the power supply of the renasys touch device had an electrical fault. After a group of devices were cleaned they were being put on a shelf in storage. When the device was plugged in to the wall socket in storage it melted. No case was involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned renasys touch device did not identify any issues but the returned power supply noted melted ac plugs. Functional evaluation of the renasys touch device did not reveal any malfunction. The returned ac plug could not be functionally tested due to the missing pins in the plug but a known working test ac plug was plugged into the returned power supply and functional testing did not reveal any malfunction or result in the melting of the test ac plug. The root cause is a melted ac plug. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.